Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that after the astral device is stopped, a continuous audible alarm occurred. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design facility in (B)(4) for an extensive engineering investigation. Review of the device logs confirmed that a using internal battery alarm occurred appropriately and ventilation was manually stopped. The investigation revealed that the user disconnected the pressure line from the ventilator which triggered the alarms. The device alarmed as designed; there was no fault found with the returned unit. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).